Event description:
The customer originally reported that after 10 minutes of use, an alarm was heard, a red light was observed and the device stopped working. A new dissector was installed onto the system in order to complete the procedure. There was no patient injury reported. The device was returned with a piece of the waveguide disengaged. The customer reported that nothing fell into the patient cavity.

Manufacturer narrative:
(B)(4). The incident ultrasonic dissector was returned for eval. Visual inspection of the disposable hand piece revealed that the device had been used and the static part of the jaw had broken off. The broken piece was not returned with the rest of the device. The remaining waveguide was inspected under magnification to identify the point of initial contact and fracture. It was concluded that the titanium waveguide fractured during use and eventually broke off. The titanium waveguide may have come in contact with a hard metallic object such as hemostat or retractor as evidenced by the break point and metallic scraping. The user guide for this system warns: contact between the active blade and other metal objects (hemostats, clips, staples, retractors etc) may result in unintended damage to tissue and/or device failure.